Manufacturer narrative:
Analysis: the sample is being returned to the manufacturer. Evaluation is anticipated but has not yet begun. A lot history review revealed this is the only complaint associated with a similar complaint for this lot. A device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Conclusion: the sample is being returned to the manufacturer. Evaluation is anticipated but has not yet begun. There was nothing found to indicate there was a manufacturing related cause for this event. Upon completion of the investigation, a supplement report will be submitted with all relevant information the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly was unable to maintain 8 atmospheres of pressure while treating the target lesion. The health care professional (hcp) pre-dilated the target lesion successfully. The lutonix dcb was prepared in the normal fashion and the balloon protector was removed without issues. The lutonix dcb was advanced through a non calcific pathway to the target lesion. The balloon was incrementally inflated to 8 atmospheres, but would not inflate any further. The hcp noted it appeared to be leaking. The lutonix dcb was successfully removed after treatment. The lutonix dcb is being returned for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter which revealed the proximal end of the balloon was slightly bulged, but no other damage was present. Functional testing of the balloon portion of the catheter was performed. The balloon inflated properly and maintained pressure for one minute. A material rupture was not identified. The balloon deflated properly without any issue. Conclusion: returned product analysis was unable to confirmed the presence of a material rupture. The allegation of a material rupture was unconfirmed and no failure was detected, the device operated within specification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.